Manufacturer narrative:
Additional information was received that symptoms of infection were redness and discharges at the ipg site. The physician had no idea about the infection and could not confirm the cause. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a wound infection after surgery.

Event description:
A report was received that the patient had a wound infection after surgery.

Manufacturer narrative:
.